Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not yet been received. Upon return of the product a supplemental report will be submitted with the evaluation findings. The device service history record review has not been completed. Once the results are available a supplemental report will be submitted.

Event description:
It was reported that an optical module 2 cable (om2) was being used during patient monitoring when the pressure values were drifting and did not remain stable. They performed troubleshooting by unplugging the cable and re-plugging it back in, but it was unsuccessful to get it to work. They exchanged the suspect om2 cable for a different om2 cable, then they proceeded with the case without further incident. There is no further information that is available regarding the event. There was no inappropriate patient treatment administered. There was no patient harm or injury. There was no patient demographic information provided by the facility.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The suspect om2 cable was not returned by the facility for product evaluation after several attempts were made. Edwards is unable to confirm or negate the customers experience without the return of the suspect device. If the product is returned a supplemental report will be submitted. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. There was no previous servicing of the product. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make such decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. There was no patient injury or compromise noted in this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.